Manufacturer narrative:
A medtronic field service engineer (fse) went to site on 4/2/2014 to troubleshoot issue. It was found the imaging system was unable to perform 3d scan and had a low frame rate. A replacement interface cable was sent a site and exchanged. The cable was sent back to the manufacturer for evaluation on 4/8/2014. Confirmed reported problem. Failed validation test gig e bert test; broken cable wire (pin11 ); pin11 is gig e signal. Failure mechanism: cable broken. Field service engineer (fse) tested system after the replacement and it passed, and functioned as intended. System was put back into use. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called and reported when they went to take a spin, the mobile view station (mvs) displayed a message that said the frame rate was below the recommended level. The site rebooted and they were then able to take a 3d spin, however, the spin was inaccurate. Site went to take a second spin and again received a frame rate error. They are going to try rebooting again. There was no impact on patient outcome.